Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead's capture threshold rose from 0.5 volts to 2.0 volts. Therefore, it was repositioned without complication and remained implanted.